Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID for a ui pcb and a power switch; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 12/06/2022, 12/30/2022 and 01/10/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer, that reported that the v60s power switch was not functioning. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that the customers' v60 ventilator was powering on when ever it was plugged in, and then would not turn off when using the power switch. The rse advised the customer, that the device may have a faulty user interface (ui) pcb or power switch overlay. The customer was provided with the part ID for both the ui pcb, and the power switch overlay. Investigation is ongoing.

Manufacturer narrative:
(B)(6).